Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive missing with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of additive missing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced missing additive. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated there are "citrate tubes where the anticoagulant was not present in some tubes (4 from the same batch and tray), causing some recollections in patients from the same unit."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced missing additive. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated there are, "citrate tubes where the anticoagulant was not present in some tubes (4 from the same batch and tray), causing some recollections in patients from the same unit."